Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/24/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the breast saline implant. During evaluation of the sample a tear measuring approximately 0.1 cm was noted in the anterior aspect. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round high profile 250cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round high profile 250cc saline prosthesis, catalog # 3503250, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round high profile 250cc saline prosthesis experienced silent right sided deflation accompanied by skin wrinkling and rippling post procedure. There was no known trauma. As a result, an explant is planned for (B)(6) 2019.